Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced recurring occlusion alarms despite performing multiple supply changes. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.